Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead. The lead exhibited high impedance, unstable impedance, oversensing-noise, no capture, elevated sensing integrity counter (sic), non-sustained ventricular tachycardia, high rate non-sustained episodes, and was possibly fractured. Detection for the lead were turned off and the lead was later capped and replaced. No patient complications have been reported as a result of this event.